Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to establish communication between his scs ipg and charger. The sjm representative confirmed the ipg is inoperable due to not charging it. As a result, the ipg was explanted and replaced with a different model.